Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that they had critical pump error on insulin pump. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. Advised the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.